Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leaked on a small volume folfusor. The set was filled with 5-fluoruracil diluted in 0.9% saline solution. The event occurred during transport to the unit; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2020-00485. All investigation activities will be captured under report 1416980-2020-00485.